Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. During a call with baxter customer service, the patient stated that on an unreported date in 2011, he made a mistake/touch contamination which resulted in peritonitis on (B)(6) 2011. The patient was hospitalized for the peritonitis on (B)(6) 2011. Treatment was not reported. On (B)(6) 2011, the patient was discharged from the hospital. On an unreported date, the patient recovered from the peritonitis. The outcome of the patient made mistake/touch contamination was not reported. Dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies were ongoing. An opinion of causality was not provided.

Manufacturer narrative:
(B)(4). This complaint cannot be confirmed as no samples are available and no issues relating to this complaint were noted in the batch file review requested. No root cause relating to the manufacturing process has been determined and no corrective actions have been identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 2 of 5 involved in this peritonitis event.